Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat a (B)(6) patient. The patient was prescribed celebrex for 2 weeks post venaseal¿. Thrombophlebitis developed 4 weeks post venaseal¿ procedure, whereby patient was treated with gel for a week. At 5th week ((B)(6) 2017), patient was prescribed celebrex but thrombophlebitis is not resolved. Follow up appointment has been arranged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.